Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room around the end of (B)(6) 2026 (exact date not provided) with an infection that developed at the infusion site while wearing the pod. The patient reported that the infection had purulent discharge. The patient was treated with unspecified antibiotics, and the doctor drained the infection and debrided the area. The patient was released after several hours, on the same day. The patient also reported attending follow up appointments after this however no further information was provided.